Manufacturer narrative:
Device was explanted due to user preference. No output deviation noted that would indicate the user sound quality experience deviated from our product specifications. Based on the available information and our trending we have no indication that the reported issue is the result of a manufacturing or quality deviation. We see no increase in severity and/or occurrence in the reported event that would necessitate updating the risk assessment or to perform actions other than continued trending. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.

Event description:
The patient was previously wearing ponto5sp and decided to try sentio. Due to personal preferences he decided to revert back to the ponto system. No observations during explantation.